Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Brand name: femoral head sterile product do not resterilize 12/14 taper. Concomitant medical products: item # 00633405028, constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She, lot # 62373105. Item # 00771100710, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length, lot # 60926658. Item # 00620205022, shell porous with cluster holes 50 mm, lot# 00112247. Item # 00620105200, 52 mm replacement lock ring, lot# 62911635. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03072, 0001822565-2018-05102, 0001822565-2018-05108, 0001822565-2018- 06788.

Event description:
It was reported that patient underwent 2nd revision approximately 8 years post initial implantation. The patient underwent staged revision procedures due to elevated metal ions and continued pain. During the revision, extensive necrosis consistent with adverse reaction to metal debris was noted. During the first stage all existing implants were removed, and a depuy spacer was placed with palacos cement. The second stage, performed approximately 2 months later exchanged the cement spacer for a new competitor spacer with palacos cement and cerclage wires were removed. One month later, the third stage occurred in which the spacer was removed and reimplantation occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting revision surgery due to pain and recurrent dislocation. During the procedure, the acetabular component was noted to have excessive anteversion and the joint had extensive connective tissue necrosis. The patient underwent a second stage revision due to infection, elevated metal ions, and pain. DHR was reviewed and no discrepancies were found. Additional information does not change the final results of previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Product code is unknown as the part number is unknown. Expiration date is to be blank as the lot number is unknown